Event description:
Four days after receiving a cypher stent, patient experienced a q-wave mi requiring treatment of restenosed target lesion.

Manufacturer narrative:
This product with catalogue number crb28300 is not sold in the united states; however, it is simiilar to product with catalogue number that is sold in the united states. . Additional information will be submitted within thirty days upon receipt.